Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient underwent an MRI of cervical spine. Impression : mild multilevel discogenic disease with foraminal narrowing, as described. There is narrowing of the right c5 neural foramen which could represent a mechanism of nerve root impingement within the foramen. Both c7 neural foramina are narrowed, representing potential mechanisms of root impingement within the foramina. On (B)(6) 2009: the patient underwent an MRI of cervical region. Impression: c5/6 spondylosis with right foraminal narrowing. Scattered non-compressive. Spondylosis also present. On (B)(6) 2009: the patient went for a follow-up. Impression: discogenic disease c5-c6, c6-c7. Very large disc herniation at c5-c6 and c6-c7 causing left sided complete foraminal stenosis and severe nerve root compression. Central stenosis c5-c6 and c6-c7. Severe sensory neuropathy c6 and c7 because of the nerve root compression. On (B)(6) 2009: patient was pre-operatively diagnosed with: degenerative disc disease c5-c6 and c6-c7. Cervical spinal stenosis c5-c6 and c6-c7 and underwent the following procedures: anterior cervical discectomy c5-c6 and c6-c7. Anterior cervical discectomy c5-c6, c6-c7. Placement of anterior cervical cage c5-c6 and c6-c7. Placement of anterior cervical instrumentation c5-c6 and c6-c7. Rhbmp-2/acs was used in the surgery with no intra-op complications. On (B)(6) 2012: the patient underwent an MRI of cervical region. Impression: there has been anterior spinal fusion of the c5-6 and c6-c7 levels with anterior plate screws and disc spacer material. There are mild degenerative diseases at the c4-c5 level with small anterior osteophyte. ¿ on (B)(6) 2012: the patient went for a follow-up. The hcp impression is prior anterior cervical discectomy and fusion at c5-c6, c6-c7.cervical spondylosis, c4-c5. On (B)(6) 2012: the patient underwent an MRI of cervical region. Impressions: interval right c4-c5 large disc protrusion with right- sided neural compression. Interval but uncomplicated appearing anterior c5-c7 interbody fusion. (B)(6) 2012: the patient presented for a follow-up visit. Impression: very large disc herniation at c4-c5. Cervical spondylosis, c4-c5. Adjacent level degeneration, c4-c5. Cervical radiculopathy, c5. Motor weakness, right deltoid.

Event description:
It was reported that the patient presented with neck pain in 2009. Reportedly, the doctor recommended cervical surgery and performed that surgery on c5-c6, and c6-c7 using rhbmp-2/acs and puregen. It was reported that the patient was still suffering from neck pain and again saw the doctor in 2012 following an automobile accident. On (B)(6) 2012, the patient underwent a c4-c5 anterior cervical discectomy and fusion using rhbmp-2/acs and puregen . Reportedly, after the surgery the patient got progressively worse. He experienced severe pain in his neck, numbness and trembling in his right arm radiating to his fingers, trouble swallowing, and retrograde ejaculation. It was reported that the patient has experienced severe and permanent injuries.